Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose. The user alleged the insulin pump was under delivering insulin due to after bolus blood glucose still gone up. Customer stated that drive support cap appeared normal. The insulin pump will be returned for analysis.